Event description:
The worn insert and patella were removed and replaced with a 9mm insert 2638-3-109 (bydae) and samll all poly patella 6628-1-975 (uifma).

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.